Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump alerts were not annunciating loudly. The customer's blood glucose level was 282 mg/dl. Tandem technical support was able to verify in to connect that the customer acknowledged the an alert within 5 minutes of it declaring. Customer continued to use the pump for insulin therapy.